Event description:
Additional information received reported that the patient had the stimulator for about three years. The patient only used it a few months due to bad pain at the location of the battery. The patient noted that ¿the top of the leads were going through their disk.¿ the patient noted that there was ¿so much pain¿ and they were going to have it taken out. The patient noted that the ¿stimulator was defective.¿ the patient also described it as a ¿bad¿ battery. It was later reported that the healthcare professional (hcp) had not seen the patient since (B)(6) 2012 and they were not aware of an issues with the pain stimulation system. The healthcare professional (hcp) had no other information. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. When the stimulator was on and the patient leaned back in a chair, "everything" twitches. This did not happen when the device was off. The patient reported she was unable to lie down. The stimulator had been turned off for the last month. The patient also reported a "hole in her back" that was large enough for her to put her thumb into. The hole developed gradually and was not always there. It was noted that the hole was located between the vertebras where the lead was inserted. She stated, it was sore and painful. There was no known falls or trauma associated with the event. It was noted that the patient had a cracked/bulged disc and it was leaking spinal fluid but couldn't be fixed due to rheumatoid arthritis (ra). The patient also had a neck fusion, knee replacement, and was on remicade for her ra. The patient outcome was unknown at the time of this report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after the implant in (B)(6) 2011 at first the stimulation was okay. However, every time there was an electrical storm the patient wasn't &#61772;electrocuted felt shocking in her legs, arms and down her spine. The patient also described that when she was in or near an electrical storm she wouldn' t shocked bad.&#63520;the patient stated no matter what setting it was on she could not lay her head back without it surging through her spine. When the patient leaned her head back she would be shocked. It wouldn't increase the setting&#63489;and not stay on the same setting.&#63508;the patient's legs would tighten up when she tried to lay her head back and the same thing happened during lightning storms; her legs would stiffen and jerk.&#63508;the patient stated if she would get into a car or just sitting it would flip. The patient told her healthcare professional (hcp) and stated that the hpc said that sometimes that happens. The patient also stated when she recharged it would burn where the implantable neurostimulator (ins) was located and her skin turned red. The patient's skin under the recharger felt burned and turned bright red. The patient perceived shocks only when the stimulation was on. If the patient had the stimulation turned off she did not have these symptoms. The patient's symptoms started one month after implant. The patient stopped using stimulation in (B)(6) 2011. There was a loss of therapeutic effect. An x-ray was taken and it was going through her spine. The patient noted they had to cut the bone away to take it out.&#63497;it was noted that it hurt less to put in than to take it out. The incision to put it in was &#62217;take an inch and now it was longways and about four inches where they had to open her spine and take it out.&#63508;the patient had the device removed and it was &#61701;defective&#63489;and caused so much pain.&#63508;the patient stated she was still not well after all this. The device was removed (B)(6) 2014. The patient was going to keep the system implanted and keep it off but she stated she was having more pain with it in due to placement of the ins. The patient stated that she acquired an infection after explant but was doing okay. The leads were located in the spine. The patient was okay with sending the device to the manufacturer. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).